Manufacturer narrative:
The initial report for this incident the brand name of the device incorrectly stated that this was a needle free device. The proper name of the device is reported in this report. The initial report for this incident was incorrectly reported with an FDA product code of lhi: set, IV fluid, transfer. The correct FDA product code for this device is fpa: set, administration, intravascular as reported in this report. The initial report for this incident the device catalog # was incorrectly reported as p-s2v-20 n. The correct device catalog # for this device is p-s2v-20 as reported in this report. The initial report for this incident was incorrectly reported with the incorrect 510(k) number. The correct 510(k) number, k905498a, is reported in this report.

Event description:
It was reported, "IV controller leaking at controller site". There was no report of any patient injury associated with this incident.

Manufacturer narrative:
Conmed experienced an increase in the complaints regarding stat2 pumpette IV gravity flow compensating controllers specifically for leaking and inaccurate flow rates including no-flow issues. This increase in complaints resulted in an investigation being opened to determine the scope and source of the stat2 pumpette IV gravity flow compensating controller defect. The stat2 investigation prompted that a health hazard evaluation, hhe, be conducted in regards to leaking and inaccurate flow rates. Based on the completed hhe, conmed determined that, if the device is unable to regulate flow as set and confirmed by the attending medical staff, and, the delivery of essential medications or treatment is dependent on the device's function, this may result in possible injury to the patient. This hhe was approved (B)(6) 2011 changing the risk associated with this incident. The change in risk assessment has determined this to be a reportable incident with a new awareness date of (B)(6) 2011. The FDA has been notified of a field remedial action. Conmed is considering this individual complaint closed.